Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.